Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reportred by the rep that the 512sa trocar would not arm. The red button would not stay down. Another instrument was opened and used to complete the case. There was no consequence to the paeient.